Event description:
Procedure type: appendectomy according to the reporter: the patient had an appendectomy. During the surgery, the appendix was set with the stapler and all had functioned properly. Days later, the patient experienced complications and reoperation was required, the staples had not formed correctly and were partially open. The surgeon confirmed that the staplers had fired completely during initial surgery. The staples were removed and the ileus was treated by hand sewn suturing. The patient is currently well.

Manufacturer narrative:
(B)(4).